Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) keeps blowing fuses at the power block for ac mains. The fuses were replaced, but when attempting to turn the unit on, the fuses were blown again. It is unknown under which circumstance this event occurred; however, no patient injury or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. A review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue.